Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of approximately 300 mg/dl lasting about three hours after treating a prior low with food and while using the ilet and its mobile app, during which support reviewed insulin history access and meal announcement practices. Symptoms included gastrointestinal discomfort described as stomach feeling off or yucky. Outcomes included no use of backup therapy, no ketone testing, no alarms, and no medical intervention. Troubleshooting and education were completed, including guidance on simple carbohydrate treatment for lows, the algorithm¿s learning period, and instructions to disconnect from the ilet for 2 to 2.5 hours if taking a manual insulin injection. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-managed with education provided and that the cause of the hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.